Manufacturer narrative:
This report is for an unknown tibial nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent revision surgery due to the tibial nail diameter was small and not centered in the canal. There was a twenty (20) minutes surgical delay. The surgery finished with success of inserting centered larger nail as planned. This report captures the post op event in which the patient underwent revision of tibial nail due to he nail diameter was small and not centered in the canal, while related complaint (B)(4) captures the intra op event in which the reamer head stuck with the polar screw. This report is for one (1) unknown tibial nail. This is report 1 of 1 for complaint (B)(4).